Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 5 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that multiple driveline fault alarms were recorded in the system controller's log file. The system controller was exchanged and the patient was placed on heparin for therapeutic ptt prior to the system controller exchange. The new system controller alarmed with a "low flow" alarm and the pump stopped. The patient's system controller was exchanged again to the original, and the low flow alarm continued and the pump stopped. An issue with the percutaneous lead (driveline) was suspected. The pump was stopped for an unreported period of time and the patient was supported with extracorporeal membrane oxygenation and was stable. On (B)(6) 2018, the patient underwent a pump exchange. No further information was provided.